Event description:
The reporter was getting the er1 message, retested and got a result, but stated that she could not remember what it was. The reporter said that she was cleaning the meter with control solution.